Event description:
Received notice of potential claim. Operative report received and exact procedure performed is not noted. Report states "mesoappendix identified and divided with a laparoscopic gia vascular stapler, and exposed the base of the appendix...once fired, the stapling mechanism did not deploy adequately, however the cutting device did, and there was a large laceration through the base of the cecum....because of the close proximity of the ileocecal valve, and gross contamination, it was elected to convert the laparoscopic procedure to an open procedure." No devices returning. Additional part number tr45b (lot - y44t04) also reflected.